Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure the stent did not fully expand and stent damage occurred. An ion stent was deployed in the unspecified lesion and when angiography was performed it was noted that the stent was not fully expanded in the vessel. The physician was able to postdilate the stent to obtain a good result and the procedure was completed. No patient complications were reported and the patient's current condition is okay.

Event description:
It was further reported that the target lesion was located in the right coronary artery (rca). The lesion was predilated and then a 2.75x38mm ion stent was deployed in the lesion. Under fluoroscopy, there was a region of the stent that appeared axially deformed. This region was post dilated several times with guideliner assistance. A second stent was then deployed in the lesion, overlapping to the rca ostium. The entire stented segment was post dilated and the procedure was completed.